Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported inoperable soft keys which was reproduced. Evaluation found the first two soft keys to be inoperable due to a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's soft keys were inoperable. There was no known patient injury or medical intervention associated with this event. No additional information is available.